Manufacturer narrative:
Evaluation:results - visual inspection of the returned product showed the lens was received in liquid, split in half and a piece of a haptic was torn off and missing. Conclusion:based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4)

Event description:
It was reported that as the surgeon attempted to insert a cc4204a collamer plate lens, the lens got stuck in the injector. There was no pt contact.

Manufacturer narrative:
(B)(4). Lens work order search. Results: a lens work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B)(4).